Manufacturer narrative:
No serious injury reported. User was traversing a ramp when the incident had occurred. It's unk if the ramp traversed is built to ada standards. There is no history to suggest a product problem. Product has not been returned for eval at this time so it is unk if a malfunction occurred or if other factors such as misuse or a user error may have caused or contributed to this incident. Malfunction is not confirmed. Consumer alleges, they are going for x-rays.

Event description:
The consumer was going up a ramp when the scooter allegedly went backwards and landed on top of her. No serious injury is alleged.